Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the customer that "several instances of powerglides not working right after placement. Each time the nurse stated they pulled the catheter back slightly and the line then started working." The specific number of patients or devices effected were not provided by the customer.